Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically capped and replaced due to a product performance issue of low sensing. The patient was believed to have low sensing issues due to their heart condition and not necessarily the lead; however the lead was replaced for improved sensing. No additional adverse patient effects were reported.